Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was too soft and tried the intubation for three times to the neonatal premature patient, but consequently there was an injury in mucous membrane and they had to reanimate neonatal patient.